Manufacturer narrative:
Concomitant medical products model: dtba1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to syncope/near syncope. A remote transmission report was sent from their implantable cardioverter defibrillator (ICD). Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed possible t-wave oversensing (twos) on the current electrogram (egm). Follow up was conducted with the patients listed clinic. The healthcare professional (hcp) at the clinic was able to verify that no reprogramming has been completed at this time, but the patient is scheduled for an in-office visit later this month. The lead remains in use. No further patient complications have been reported as a result of this event.